Manufacturer narrative:
The investigation into this matter, regarding a broken user interface holder is finished. The customer performs its own service/repairs, and therefore our field service engineer has not been on to this site for further investigation/analysis. The circumstances about this case were not provided despite several attempts to obtain more information. The replaced user interface holder has been discarded by the user. Due to lack of information and returned parts, the cause for the breakage has not been determined. Most likely, the root cause is that the user interface holder was exposed unintentionally to external forces beyond its design.

Event description:
(B)(4).

Event description:
It was reported that the user broke the user interface holder. There was no patient involvement reported. (B)(4).